Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected increasing shock impedance measurements with current measurements being greater than 125 ohms. There is no evidence of oversensed noise and pacing impedances are within normal limits. Boston scientific technical services (ts) recommended continuing monitoring. No adverse patient effects were reported. All products remain in service.